Event description:
Customer reported on (B)(6) 2014 she hit the insulin pump with the corner of the cabinet and the display had a dent and it was hard to read. Customer's blood glucose was 238 mg/dl. The dent was in the lower right had side of the screen and it was difficult to read the display. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with dent lcd window. Medtronic, inc.